Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium electrode (na) on a cobas c 303 analytical unit. The initial result was 129.6 mmol/l. A 2nd sample was obtained, and the initial result was 144.1 mmol/l. The repeat result was 142.8 mmol/l. Since these results were not consistent with the initial result, the original sample was repeated with a result of 144.3 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the sipper nozzle, the pinch tube, and the dilution cup. Following the service visit, the customer had no further issues. The investigation determined the service maintenance actions resolved the issue. The specific cause of the event could not be determined.